Event description:
In march 2006, the lay user/reporter contacted lifescan (lfs) alleging the one touch profile meter was giving an unknown error message. On an unspecified date, the pt obtained an unspecified error message on the reported meter. The reporter was unable to state if the patient was experiencing any symptoms of high or low blood glucose levels at that time. The pt was hospitalized with high blood glucose levels, and received an intravenous treatment, specific type unknown. The meter, test strips and control solution were replaced.